Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a ?no disposable" alarm is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited no disposable pump won't run. Resvol 16.9. Rate 2.6. Given 231.8. Air in line. No adverse patient effects were reported by the customer.